Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in april of 2020. Evaluation of the returned instrument shows that the tips are loose and misaligned, and the jaw pivot pin is pulled thru one side of the damaged/bent outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent, and the bosses are both damaged where they engage the jaws. We are unable to determine what caused the outer tube assembly and drive rod to become bent/damaged and for the drive rod bosses to become damaged but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
When the user was ligating a clip during a laparoscopic hysterectomy the jaws of the applier got broken. Therefore, the applier was replaced with a new one to complete the operation. At the end of operation the user confirmed by x-ray that no parts were left in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the user was ligating a clip during a laparoscopic hysterectomy the jaws of the applier got broken. Therefore, the applier was replaced with a new one to complete the operation. At the end of operation the user confirmed by x-ray that no parts were left in the patient.